Event description:
As reported by an edwards lifesciences field representative, a commander delivery system kinked into the contralateral iliac and subsequent surgical removal of devices occurred. This was a transcatheter aortic valve replacement (tavr) procedure via transfemoral approach. The 14fr esheath+ was inserted into the patient, however, it was more difficult to insert than usual per the operator. Prior to the tavr, a bav was performed. After the bav was withdrawn, the 26mm commander delivery system and 26mm sapien 3 ultra resilia valve were advanced through the sheath. The operator had difficulty advancing the delivery system through the sheath and had to push harder than anticipated. The delivery system and valve punctured through the liner on the side of the sheath. The undeployed valve prolapsed into the contralateral iliac (left) and the delivery system was kinked on itself. The heart team was concerned about creating an emergent situation, so the decision was made to repair surgically and remove the undeployed valve from the abdominal aorta bifurcation. The delivery system balloon and valve were removed from the rest of the delivery system as a part of the surgical removal of the devices. Intima of the iliacs and aorta were damaged when the surgical exposure was made. The devices were removed. Patient was stable after aorta bifemoral repair with a vascular graft. The case was aborted. Imagery of the event was provided, and it was observed that the valve frame was damaged.

Manufacturer narrative:
Investigation is ongoing. Device discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions, added to h10 related report numbers, additional information added to h11. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided, and the following was observed: inflation balloon separated from delivery system with cut off guidewire inserted. Valve crimped on crimped balloon and with bend struts. Tortuosity and calcification in patent vasculature. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The kinked delivery system was confirmed through the provided imagery. However, a manufacturing non-conformance was unable to be determined. Tortuosity was present in patient. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." The provided imagery showing the presence of tortuosity can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. It is possible that excessive manipulation of the delivery system was required during the difficult advancement attempt to overcome the observed resistance, resulting in the kinked flex shaft and when attempting to pull the delivery system back with a harder force damaged the component. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.